Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a blood glucose (bg) level of 42 mg/dl and a subsequent seizure. Customer's boyfriend was required to intervene by administering glucagon to address low bg. The customer reverted to an alternate method of insulin therapy.